Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of this incident, it was determined that the system was not showing the item in the patient profile. A technical support specialist advised the customer to check with the pharmacy if they could override the item clonazepam 0.5 mg tablet and issue out 2 tablets. Then, the customer acknowledged the issue, and this issue was resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, user tried to issue clonazepam 1mg tab; however, the item did not appear in the patient profile. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.